Event description:
Related MFR report: 1627487-2020-00336. It was reported the patient complained the scs system was not providing adequate pain relief. The patient stated she tried adjusting the amplitude up and down to no avail. X-ray taken showed one of the scs leads migrated. Surgical intervention may be taken to address the issue.

Event description:
Related MFR report: 1627487-2020-00336 follow up information received identified the patient underwent lead replacement surgery and the migrated lead was replaced with a new one. Postoperatively, the patient reported receiving bilateral stimulation therapy coverage.